Event description:
The facility's biomedical engineering department reported a failure code 810:11 on channel b during pt use. Channel b was programmed to infuse an unk medication at a rate of 12.5ml/hr and a volume to be infused of 50ml. The infusion was started and reportedly, the failure code 810:11 occurred. The tubing was removed from channel b and inserted into channel c. The infusion was re-programmed on channel c. According to biomed, no pt injury has been reported.